Event description:
It was reported the customer alleged a general increase in pressure injuries, though details regarding a specific adverse event were not cited.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported the customer alleged a general increase in pressure injuries, though details regarding a specific adverse event were not cited.